Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the balloon was not securely removed from the scope after surgery which could have caused the reported issue. However, a definitive root cause could not be determined. The device's instruction manual (bf-uc190f, revision number 10) provides the following warning which may help to prevent the issue: ¿- picking up the balloon with a clean lint-free cloth makes it easier to remove the balloon.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer submitted a medsun report to FDA (united states food and drug administration) stating, the remnant of a balloon was left behind on a scope after an endoscopic ultrasound and went through the high-level disinfection process. It is not clear if the balloon was not fully removed prior to reprocessing or it broke, leaving the elastic band behind. This went unnoticed due to the color of the balloon being a similar color to that of the scope. A new balloon was then applied over the remnant and utilized on a second patient. This placed the patient at risk of potentially being exposed to a bloodborne pathogen. There was no report of patient harm associated with this event. There is a request to consider manufacturing balloons in a different color other than off-white, to ensure the balloon is easily identifiable. Related patient identifiers: (B)(6).